Event description:
On thursday, june 4th at approximately 3:00 pm, a physician reported that during a colonoscopy procedure a boston scientific resolution clip broke in half when he opened the clip from the sheath and had to remove each broken piece carefully from the colon. There was no negative impact to the patient. FDA safety report ID# (B)(4).